Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 components; however, it is unknown which components, therefore all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109557.

Event description:
It was reported that the patient had ineffective stimulation. Surgical intervention was undertaken and during the procedure as the lead was being advanced, the lead fractured. As a result, the lead was explanted and replaced resolving the issue. The investigation did not determine which lead contributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.